Event description:
It was reported during a low anterior resection procedure, the device delivered malformed staples. A circular stapler was used to complete the procedure. Due to leakage of bowel content a diverting colostomy was required. An additional procedure will be performed at a later date to reverse the colostomy.